Event description:
Pt's brother, reporting pt passed away on (B)(6) 2011. He passed away in medical center. Cause of death was reported to be a combination of cardiac arrest and elevated bgs. Pt's brother was unsure of bg levels and time line when they began to rise. He reports bgs at one point prior to his death were 900. Pt was wearing pump at time of death. Pt's brother did not implicate pump in death. Pt's brother had no information regarding site changes or details of events. He does have pump and wants to return it to animas. He is willing to provide a death certificate when available and sign a hippa form if necessary. Reviewed pump, time/date were wrong as there was not a battery in pump for over 1 week. Tdd was adding up correctly with basal rates matching the basal total in basal menu. Pt's brother unable to confirm settings. Alarm history shows an empty cartridge alarm on (B)(6) 2011. Death certificate is not yet available.

Manufacturer narrative:
Unomedical was, by our distributor made aware of the death of a patient. The information was brought to our attention on the 12 march 2012. No devices were shipped to unomedical and since no lot number was available, the retained samples from the reserve lot could not be tested. Our distributor was asked for further information and to the where about of the device. The case has been closed due to missing information. No relevant testing could be performed. Since the lot number is unknown, no batch record review or testing of retained samples could be performed. If the lot number becomes available, the case will be re-opened and appropriate actions will be taken.